Event description:
It was reported that during use when the end-user injected (inflated) the balloon air leakage was observed. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with an attached contamination shield and monoject 1.5cc limited volume syringe. Examination revealed that the balloon failed to inflate due to leakage. The balloon and the catheter body were immersed in water and pressurized with air to visually determine source of leakage. Balloon leakage was observed through a puncture in the catheter body, approx 30cm from the tip. The pa distal lumen was found to be leaking through the same puncture. The proximal injectate port was patent without any leakage or occlusion. The was no visible damage observed from the monoject 1.5cc limited volume syringe. The report of balloon issue was confirmed. Though customer report was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. It could not be determined if some anatomical or procedural factors may have contributed to the slit in the catheter body. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.